Manufacturer narrative:
Unresponsive esc, act, down, up and easy bolus buttons due to flattened dome switches. The keypad connector was found locked. Unable to perform the displacement test due to the unresponsive button. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the insulin pump had keypad anomaly. Customer stated that the buttons are hard to push. Customer's blood glucose reading was between 120 and 150 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis